Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces. Number 7 states, ¿undesirable shortening of limb.¿ under warnings it states, ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is 2 of 3 mdrs filed for the same event (reference 1825034-2014-00698 & 2015-00911 / 2015-00912).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel reported patient was revised on (B)(6), 2013 due to patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels and metallosis. Patient's legal counsel further reported that corrosion and metallosis around the taper adapter and acetabular cup were allegedly noted during the revision procedure. Review of invoice history confirmed the modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient¿s medical records indicates that patient was revised on (B)(6), 2013. The operative report noted a leg length discrepancy in which the right leg was longer, vertical protrusion of acetabular cup, pericapsular scarring, metallosis in the synovium, corrosion and metallosis from taper and edge of vertical acetabular cup, and bony impingement. The modular head and cup were removed and replaced with a biomet head and taper and competitor acetabular components.